Event description:
Laparoscopic grasper forcep malfunctioned, with one of the blades breaking off. Dates of use: approx 15-20 years 1989 -- 2009. Diagnosis or reason for use: assist with laparoscopic surgery. Event abated after use stopped: no.